Event description:
Healthcare provider reported a left side "possible deflation". Healthcare provider additionally reported an observation made during explant of "creases". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed three openings on posterior side assessed as surgical damage ¿ creases folding of implant: observe creases on the device. Additional observations: ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare provider reported a left side "possible deflation". The device remains implanted.

Event description:
Healthcare provider reported a left side "possible deflation". The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.